Manufacturer narrative:
(B)(4).

Event description:
See MDR 1036844-2013-00402 for the first attempted insertion. It was reported the procedure was being performed in the emergency dept. A second kit was opened and during removal, the physician reported the spring wire guide became unraveled. As a result, a third kit was opened and used successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.